Manufacturer narrative:
The exact date of event was not reported. The date reported reflects the first date of the month in which the complaint was opened.

Event description:
It was reported that the fiber hub remained in the prostate of the patient after 191,579 joules and 28 minutes of use. The case was completed with a second fiber. There was no patient outcome information reported.

Event description:
It was reported that the fiber hub remained in the prostate of the patient after 191,579 joules and 28 minutes of use. The case was completed with a second fiber. There was no patient outcome information reported.

Manufacturer narrative:
The exact date of event was not reported. The date reported in reflects the first date of the month in which the complaint was opened. Device evaluated by MFR updated evaluation method code updated evaluation results code updated evaluation conclusion code updated analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and erased red octagonal sign. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 12:44 pm CT.the report number is being corrected from: 2937094-2018-60255to: 2937094-2018-60062